Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software intermittently did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 290-300 mg/dl. Tandem technical support reviewed pump data and determined the pump was delivering insulin based off the personal profile settings instead of the control iq settings. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.